Manufacturer narrative:
Occupation is lay user/patient. Unique identifier (UDI): (B)(4). The test strips were requested for investigation. One test strip was provided for investigation where it was tested using a retention meter and retention controls. Testing result (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr. The obtained qc value was within the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results for 1 patient tested with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. On 04-mar-2021 at 11:00 am, the result from the laboratory was 3.0 inr. At 11:33 am, the result from the meter was 4.2 inr. On 09-mar-2021 at 11:00 am, the result from the laboratory was 3.2 inr. At 12:22 pm, the result from the meter was 4.6 inr. The patient's therapeutic range is 2.5-3.5 inr.